Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "needle holder broken on (B)(6) 2026 but recently, it was brought to our attention that the instrument broke during a procedure, and a fragment fell onto the patient." The fragment was retrieved from patient's body during the same procedure itself. No negative impact in state of health reported.